Event description:
It was reported that during a stenting procedure in the right internal carotid artery, the patient experienced decreased flow throughout the procedure and no flow post stent deployment related to thrombus. Additionally, the patient experienced a blue vision in the right eye. Thrombectomy/embolectomy was performed and the accunet embolic protection device was removed. The flow was restored and symptoms resolved. CT scan of the brain was negative. The patient was discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of thrombosis and visual disturbances are listed in the product instructions for use as potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.